Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on an unknown device. It is unknown whether the customer noted a trend arrow on the device. The symptoms experienced by the customer was unknown since the customer was unable to contact. The customer had a contact with a healthcare professional (hcp), upon arrival the hcp obtained a blood glucose result of 135 mg/dl and was treated with unspecified IV for the treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Shelf life studies, clinical studies and product monitoring and dose audits were performed during product development and on market performance continues to be monitored via stability, clinical trials and product monitoring/dose audits as a part of on market performance monitoring process. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This serves as a correction report. Section h11(additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. A valid serial number has not been provided, therefore no DHR review is possible. Shelf life studies, clinical studies and product monitoring and dose audit were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on an unknown device. It is unknown whether the customer noted a trend arrow on the device. The symptoms experienced by the customer was unknown since the customer was unable to contact. The customer had a contact with a healthcare professional (hcp), upon arrival the hcp obtained a blood glucose result of 135 mg/dl and was treated with unspecified IV for the treatment. There was no report of death or permanent impairment associated with this event.